Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.4. Hardware: iphone15.5. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room with hyperglycemia. The patient's blood glucose levels reached 516 mg/dl while wearing the pod between 1 and 4 hours. The pod was leaking insulin. The patient was treated with unspecified intravenous fluids and intravenous insulin. The patient was discharged on the same day.